Manufacturer narrative:
Article citation: ¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes.¿ by c. Laurent, a. Delas, p. Gaulard, c. Haioun, a. Moreau, l. Xerri, a. Traverse-glehen, t. Rousset, I. Quintin-roue, t. Petrella, j. F. Emile, n. Amara, p. Rochaix, m. P. Chenard-neu, a. M. Tasei, e. Menet, h. Chomarat, v. Costes, l. Andrac-meyer, j. F. Michiels, c. Chassagne-clement, l. De leval, p. Brousset, g. Delsol & l. Lamant, published in annals of oncology, electronically published 11/23/2015. It was not possible to fully investigate or confirm the alleged event as the product was not returned to allergan for analysis. Follow-up will be performed to request device return. If device is returned, it will be analyzed and results sent to the FDA in a supplemental report. The events of lymphoma alcl and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reported events are addressed in device labeling: "lymphoma, including anaplastic large t-cell lymphoma(alcl) - information from medical literature has suggested a possible association, without evidence of causation, between breast implants and the very rare occurrence of alcl in the breast. The disease is exceptionally rare, may present as a late occurring peri-prosthetic seroma, and occurs in women with and without breast implants. Specific testing is needed to distinguish alcl from breast cancer. The majority of reported cases had an indolent clinical course following capsulectomy with or without adjuvant therapy, which is generally uncharacteristic of systemic alcl. Treatment should be determined in consultation with a hemato-oncologist." "Haematoma/seroma may occur in the postoperative period inhibiting wound healing, or have delayed onset, either of which may require surgical correction and/or explantation." "Gel implants may rupture, and saline or gel/saline implants may deflate at any time and require replacement or revision surgery. As ruptures are most often clinically silent, a radiological assessment may be required to aid diagnosis."

Event description:
Article ¿¿breast implant-associated anaplastic large cell lymphoma: two distinct clinicopathological variants with different outcomes¿¿ reported a patient diagnosed with alcl. Article reported cases of both ¿in situ I-alcl¿ and ¿infiltrative I-alcl;¿ it is unknown which type of case this is. Article reports a (B)(6) patient who was implanted with a right side textured silicone implant, device manufacturer unknown. The article additionally provides that patient experienced seroma and ¿disrupted implant.¿ treatment reported as implant removal and "cyclophosphamide, adriamycin, vincristine and prednisone (6 cures) [chop] or [chop-like]." Follow-up found ¿no evidence of disease.¿